Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced a smart coil into the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then attempted to manually detach the smart coil, but the smart coil would still not detach. Subsequently, after many unsuccessful attempts to detach the smart coil, the physician decided to remove it. While gently retracting the pusher assembly of the smart coil, the smart coil unintentionally detached. The physician then used the pusher assembly of the smart coil to successfully push the detached smart coil into the aneurysm. It was reported that the same issue occurred with another smart coil. Therefore, the physician also used the pusher assembly of the smart coil to successfully push the detached smart coil into the aneurysm. The procedure was completed using two other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2023-00011.